Manufacturer narrative:
The hospital has possession of the lead at this time. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited impedance measurements of greater than 2000 ohms. A surgical revision was performed and visual observation of the lead revealed evidence of subclavian crush. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was additionally noted that the lead exhibited a fracture. No additional adverse patient effects were reported.